Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed indicating that a pressure gap between a monitor pressure sensor and outlet pressure sensor exceeded the standard value was recorded in the log as the relevant error. Upon checking the inside of the device, dirt on the flow sensor was observed, and it is determined that the reported issue was caused by the dirt then the flow sensor was replaced. The device's flow sensor was replaced to address the issue.